Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed green multifilament sutures were attached to the sewing ring. All leaflets were in the closed position. All commissures were intact. All leaflets were slightly stiff but flexible. Thrombus was observed at the outflow left and right cusp and an abrasion through the belly of the left cusp was observed which is consistent with historical events for long suture tail wear as the abrasion (hole) aligned with the protruding green multifilament suture. Pannus was attached all around the existing sewing ring extending to both the inflow and outflow margins of attachment of all leaflets. Pannus extended onto the outflow rails of each cusp. Sutures were embedded in the pannus. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient -related condition. A long suture tail was determined to be the cause of the abrasion (hole). Per the instructions for use (IFU): ¿when using interrupted sutures, it is important to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 months post implant of this 21 mm aortic bioprosthetic valve, the device was explanted due to a small hole in one of the leaflets. No additional adverse patient effects were reported.